Manufacturer narrative:
Standard disclaimer on file.

Event description:
A female diabetic pt was brought to immediate care facility. Device reading for blood glucose was lo. Dr prescribed d50 IV. Subsequent lab results for blood glucose were 930mg/dl, taken at same time as device reading. IV d50 stopped, pt transported to hosp. Hosp lab result for blood glucose was 1100mg/dl. IV insulin administered. Next day blood glucose between 10-200mg/dl.